Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood control valve separated from the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "the customers verbatim report is that blood control valve was separated and the hcp stopped using this affected product."

Event description:
It was reported that the blood control valve separated from the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "the customer's verbatim report is that blood control valve was separated, and the hcp stopped using this affected product."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.